Event description:
Pt receiving dialysis. Ordered for 2 kg wt loss. Pt gained 2 kg instead. MFR rep inspected machine and found no problems. Nursing actions reviewed. Found no mistakes in setup or monitoring of pt during procedure. Nurse states had heard of this occurring with this type machine on 2 occasions in another stated in last few years.